Event description:
It was reported that the patient had recieved inappropriate therapy due to noise. Oversensing was observed when the patient was lying down. An insulation break was suspected. The lead remains implanted.

Manufacturer narrative:
Na

Event description:
New information received notes that low impedance was observed. The lead was capped.